Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information/device evaluation: an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received da vinci products to perform failure analysis. The 3 force bipolar forceps instruments used on the surgical procedure were analyzed in failure analysis. The findings did not reveal any issues that were related to the customer allegation of the loose anchor joint popping sideways. The findings from the first instrument (k12250320 0245) revealed a frayed grip cable at the distal end, the second instrument (k11250619 0410) revealed damaged conductor wire insulation at the force amplification pulley and fragmentation of the insulation, and the internal conductor not being exposed and internal wire not being fully frayed or fully broken (passed electrical continuity). Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The third instrument (k10250626 0159) also revealed a frayed grip cable at the distal end. The findings from failure analysis did not reveal any issues pertaining to the customer event. Based on the information from the customer, it is not possible to definitively confirm the instrument the allegation is pertaining to.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. The lot # of the force bipolar instrument involved with the reported event was not provided. Therefore, an instrument log review of the instrument cannot be performed at this time.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the joint of the force bipolar instrument popped out sideways, resulting in a patient injury. A small portion of the intestine became trapped. The intestine was reportedly injured but was described as being minor. The intestine was not perforated, and there were no negative health effects for the patient. However, it is unknown if the injury to the intestine required any medical/surgical intervention. The procedure was completed robotically. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.